Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m108 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m108 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned smart card and photograph are still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. 01-jul-2024.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the drive tube leaked during the treatment at the location of the drive tube clamp. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer returned the smart card and a photograph for evaluation.

Manufacturer narrative:
A photograph was provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer provided photograph verifies the reported drive tube leak as a blood leak is visible at the location of the drive tube clamp. There is no obvious damage seen to the drive tube in the provided photograph. A material trace of the drive tube assembly and its components used to build m108 found no related non-conformance's. The device history record (DHR) review did not identify any related nonconformance's, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of drive tube leak/break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).